Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted along with a non-mdt stent graft in the endovascular treatment of unknown sized thoracic aortic aneurysm/ thoracic dissection and a pre-operative aneurysm rupture. The proximal implant position was noted to be zone 2. It was reported that immediately post-operatively the patient developed paraplegia. Spinal drainage was performed but the paraplegia still persisted. As per the physician the cause of the event was anatomy. It was reported it seemed that spinal cord ischemia developed because the patient had a long treatment time and also had a left clavicle artery atresia. No additional clinical sequalae were provided and the patient will be monitored.